Event description:
Thrombus was suspected due to elevated lactate dehydrogenase (ldh) and dark urine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was initially reported that pump was exchanged due to thrombus. Patient received treatment for low flow alarms and it was thought to be related to malpositioning of the pump. Patient was also being treated for heart failure. It was reported to have occurred when chest was opened due to pump and outflow graft adherence to the chest and right ventricle. Patient expired on (B)(6) 2019 due to decompensation. Pump was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the retrieved log file confirmed frequent low flow hazard alarms; however, a specific cause for this finding and a direct correlation to heartmate ii lvas, serial number (B)(4) could not be conclusively established. No device-related issues were observed and a direct correlation between the reported events (suspected thrombus, hemolysis, pump malposition, patient outcome) and the returned pump could not be conclusively established. The log file that was retrieved from system controller serial number (B)(4) is investigated under pi-2019-0178247-02. The file contains data from 05aug2019 at 22:47:25 through 08aug2019 at 12:09:09. Low flow hazard alarms were captured for the majority of the file (212 total). Estimated flow ranged from 1.4-2.4 lpm for these events. Overall, estimated flow ranged from 1.4-2.6 lpm, power ranged from 1.5-4.0 w, and average pi was between 1.7 and 4.6. No abnormal trends in pump parameters were captured. No additional atypical alarms were captured. (B)(4) was returned assembled with the driveline (dl) cut approximately 5.25¿ from the pump housing and two additional segments were returned ¿ a 3¿ middle segment and the 27.25¿ distal end. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned detached from the inlet tube. The outflow graft and outflow graft bend relief were each severed approximately 3.5¿ from their hardware. The outflow graft was returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The bend relief was returned detached from the outflow elbow. The inflow conduit appeared to be unremarkable. The inflow conduit flex section did not appear to be kinked or twisted. A blue suture was present near the distal end of the outflow graft; however, no kinks or twists were observed in the graft material. Approximately 3.5¿ of the outflow graft bend relief was returned and was unremarkable. The reported pump malposition could not be confirmed through the evaluation of the returned pump and the center reported that no CT images were available. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, it was noted that the inlet bearing ball was partially removed from the rotor; however, this appeared to be a result of the disassembly process. No developed depositions or thrombus formations were observed on the pump¿s blood-contacting surfaces. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. No further information was provided. The manufacturer is closing the file on this event.